Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device had given a shock advised decision and was in the process of charging (in order to shock) when it powered off unexpectedly. No further details, including the patient's outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
The customer's device was not evaluated by physio-control as stated in the initial MDR. The customer reported to physio-control that the device has been permanently removed from service. The device will not be returned to physio for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device had given a shock advised decision and was in the process of charging (in order to shock) when it powered off unexpectedly. No further details, including the patient's outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.